Event description:
It was reported that the lead became dislodged due to twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.